Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The pump was replaced on (B)(6) 2017. The patient had had poor pain relief for months. While no specifics were available, the volume discrepancies were "not that significant". The pump was currently in pathology in the hospital and it was unknown if the physician was actively pursuing having the pump returned.

Event description:
Information was received form a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving 10 mg/ml dilaudid at 3 mg/day and 150 mcg/ml clonidine at 45 mcg/day via an implantable pump for spinal pain. It was reported that they were concerned the pump was not functioning properly as the patient was experiencing poor pain relief and the residual volumes had been gradually increasing. There were no known environmental, external, or patient factors that may have led or contributed to the issue. No known troubleshooting or diagnostics were performed. No actions or interventions had been taken, however surgical intervention was planned and scheduled for (B)(6) 2017. The issue was unresolved, however the patient was noted to be "alive - no injury". The event date was unknown. No further complications were reported or anticipated.